Event description:
Related manufacture reference number: 2017865-2022-11402. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited noise. No interventions were performed. There were no patient consequences.